Manufacturer narrative:
This complaint has been deemed a duplicate of pr (B)(4) already reported on MDR number 3003832357-2023-00797.

Event description:
This complaint has been deemed a duplicate of pr (B)(4) already reported on MDR number 3003832357-2023-00797.

Event description:
It was reported there were repeated instances of inadequate service and loaner device failures. Additional information has been requested. Patient involvement is unknown.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.